Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is stretched at 23cm.

Event description:
It was reported that prior to the implant, the lead was noted to have distorted insulation. Due to the insulation damage, a new lead was placed instead. No patient complications have been reported as a result of this event.